Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, which was manifested by turbid drainage. The cause of the peritonitis was not reported. The patient was hospitalized for the event. Treatment was not reported. Pd therapy was ongoing. At the time of this report, the patient outcome was unknown. No additional information is available as the reporter declined follow up.